Event description:
The facility reported that as the nurse was pushing the lift along the corridor and as he turned the corner, the lift fell backwards onto the floor. There was no pt in the lift. No injuries were reported. (B) (4)